Event description:
Flow rate was too fast. Infused in 12 hours instead of 24 hours. Update (B)(6) 2009, fill volume 52 ml.

Manufacturer narrative:
I-flow received on partially full pump for eval and investigation. The pump was refilled with normal saline solution to evaluate for infusion. The pinch clamp was opened and the pump infused. A flow rate accuracy test was performed, and the results were found to be below spec. The bladder pressure was measured and was found to have low bladder pressure. This could cause the slow flow. A review of the lot history found no other complaints for this lot.